Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated .

Event description:
It is reported that the tibial articular surface provisional broke when the surgeon was placing the device in the joint space.

Manufacturer narrative:
Visual inspection of the device found that it had cleanly fractured into two fragments and that all of the pieces had been returned for inspection. The fracture occurred proximal to the central post of the device and fractured the left condyle off from the rest of the device. Dimensions were found conforming to print specifications where measured. The device history records were reviewed for deviations and anomalies with no deviations or anomalies identified. This device is used for treatment. A product history search was conducted for this combination of part and lot number and found no additional complaints. Upon follow-up with a sales representative, it was discovered that the device was struck with a hammer during the procedure. Per the IFU that is associated with this device ¿do not subject instruments to high loads and/or impact as breakage can occur.¿ therefore, misuse is considered as the root cause.